Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter fit loosely in the pump usb port and wall outlet, respectively. Reportedly, the pump battery was charging slower than expected. There was no reported impact to customer's blood glucose level. Replacement adapter and cable were sent to the customer.